Manufacturer narrative:
No blood was observed on the device. No damages were observed that would contribute to the reported bleeding event. No damages were observed that would contribute to the reported unsure properly inserted cannula. The cause of the reported unsure properly inserted cannula could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod 5 software app version: 3.1.1, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient's father that the patient's blood glucose level rose to greater than 250 mg/dl while wearing the pod between 4 and 24 hours. Blood glucose were reported to read "high" on the omnipod system, indicating levels above 400 mg/dl. The father reported being unsure if the cannula was properly seated in the infusion site (leg) and noted bleeding and redness at the site upon pod removal. Details regarding treatment were not provided; however, it was confirmed that the patient successfully resumed treatment.